Manufacturer narrative:
Concomitant product(s): a 407652 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was turned off due to fracture and later replaced. No patient complications have been reported as a result of this event.